Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-1588btb-ib tightrope ii btb white tensioning strands broke. This was discovered during an all-inside allograft aclr procedure on (B)(6) 2023. The surgeon decided to use the ar-1588btb-ib tightrope ii btb but removed the fibertape, as the surgeon does not perform internalbrace on the acl. Once the button was flipped on the femur, the surgeon pulled on the white strands to deliver the graft into the femoral tunnel. The tibia sutures were passed and tensioned with no issue. When final tensioning was performed, one of the white tensioning strands broke. The surgeon made sure the button was not loose and also probed the graft in the joint. The graft was right, as was the button to the cortex and the surgeon was satisfied with the fixation. The broken sutures were removed, and the remainder is still implanted in the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.